Manufacturer narrative:
As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: does the surgeon believe that the alleged issue with the device caused or contributed to the event?---dr. Commented the cause of leak was unknown. What is the current patient status?---the patient is stable. 5 days after the initial procedure, the leak and oozing was confirmed from the drainage. At 7 days after the initial procedure, the re-operation was done. Additional suture was performed and temporary stoma was created. Dr. Did not know if the leak point occurred from the staple line or not. Dr. Commented that the washer was cut and the doughnut tissue was confirmed. The staples seemed to be b formed.

Event description:
It was reported that during a low anterior section, incomplete stapling occurred with the device. Another device was used to complete the case. The device was used as intended during the operation. The sound that would be heard when the washer cut was confirmed and the target tissue was cut in doughnut shape. Then, leakage from the drain was confirmed about 5 days after the operation. Additional hand suture was performed and a temporary artificial anus was created in re-operation. The patient¿s condition is stable and being monitored at this time. The doctor commented the device was used as usual and the causality is unknown. The device is not being returned.